Event description:
It was initially reported that during a shift check, the upper housing of the autopulse platform was found to be cracked. No patient involvement and no other problems were reported. Manufacturer determined that this event was not a reportable malfunction as it was not considered to be a safety hazard and there were no reports of patient/user safety issues. The autopulse platform was subsequently returned to the manufacturer for investigation. Upon review of the archive data, it was observed that a user advisory (ua) 45 (not at "home" position after power-on/restart) message occurred on the reported event date of (B)(6) 2014. Although the customer did not report this ua 45, it is considered a reportable malfunction.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows that the top cover and the bottom enclosure were cracked. It appeared that the platform had been dropped, which damaged the housing. The physical damages found during visual inspection confirmed the customer's reported issue that the platform's upper housing was cracked. The damages appear to have been caused by mishandling of the platform. A review of the archive was performed and showed that a user advisory 45 (not at "home" position after power-on/restart) message occurred on the reported event date of (B)(6) 2014. The root cause for ua 45 was unable to be determined. However, per the autopulse resuscitation system model 100 user guide (pn: 12555-001), if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. The observed ua 45 was not related to the reported complaint. Functional testing was performed and the platform passed testing. The platform ran for 8 minutes of compressions with no problems. Based on the investigation, the parts identified for replacement are the top cover and the bottom enclosure. In summary, the reported complaint that the platform's upper housing was cracked was confirmed during visual inspection. The fault was found to be due to mishandling of the platform. The observed ua 45 during the archive review was unrelated to the reported complaint. Upon replacement of the top cover and the bottom enclosure, the platform passed all testing criteria.